Manufacturer narrative:
Device analysis can confirm the complaint reported. Following a detailed device analysis two severe kinks were found on the hypotube. One of the kinks was measured at approximately 15 centimeters distal from the spiral strain relief and the second kink was measured at approximately 20.5 centimeters distal from the spiral strain relief. Microscopic examination of the crimped stent found proximal stent damage. Some of the struts were raised. Proximal damage is consistent with the device meeting some form of restriction on withdrawal. A full review into the manufacturing history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of the reported complaint cannot be conclusively determined.

Event description:
This complaint is now reportable based on the analysis completed on 11/26/2006. It was reported that during a coronary drug eluting stenting treatment procedure there was difficulty crossing the lesion and the catheter shaft bent. However, the returned product confirmed that there was proximal stent damage. The target lesion was located in the left anterior descending (lad) coronary artery. The lesion was predilated using a 2.5x9mm maverick balloon. The physician advanced a 2.5x8mm taxus express2 drug eluting stent to the lad but had difficulty crossing the lesion. The stent delivery system was removed and the lesion was predilated again. The stent delivery system was reinserted and the shaft bent "about 6 inches from the hub." The taxus stent delivery system was then pulled out again and predilated again. The physician then used a liberte stent but had the same difficulty crossing the lesion and "he used more force and caused the shaft to bend on the liberte as well." The physician "ballooned the lesion again but was unsuccessful stenting the lesion." There were no patient complications reported and the patient condition is "fine."